Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an open lower anterior resection procedure, tissue was not out of thickness range for the reload used. The handle cracked on the initial pull and two new reloads and a new handle were tried on the same tissue with no advancement of the blade/staple lines. The handle cracked all three times. The device did not fire appropriately, the handle cracked immediately, and the staples did not form properly. To correct the condition, the surgeon used a competitor's device after resecting tissue first. As a result, there was unanticipated tissue loss. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of three reloads. The instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Visual inspection of the cartridge revealed that the reload 1 was pre-fired and engaged in interlock. Visual inspection of the cartridge revealed that the reloads 2 and 3 were partially fired and engaged in interlock. The anvil clamping mechanism was deformed on each reload. The instrument was successfully loaded with pmv representative reloads. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. Each reload was loaded into a post market vigilance instrument for functional testing. Each reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. Each reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three reloads. Visual inspection of the cartridge revealed that the reload 1 was pre-fired and engaged in interlock. Visual inspection of the cartridge revealed that the reloads 2 and 3 were partially fired and engaged in interlock. The anvil clamping mechanism was deformed on each reload. Each reload was loaded into a post market vigilance instrument for functional testing. Each reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. Each reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.